Event description:
Caller states patient tested 3.2 inr on the coaguchek xs system while a comparison lab returned as 5.00 inr. No actions taken based on device result. No adverse event reported. Requested return of suspect device, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that, during transfer, the patient was raised from the toilet and moved towards a wheelchair. At this time the lift arm became detached, indicating two bolts holding the lifting arms in place sheared off. It is indicated that as a consequence, the patient fell back into the wheelchair, without injuries. (B)(4).